Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). A carefusion field service representative has been dispatched for evaluation of the suspect device. At this time, carefusion has not received any suspect components for failure analysis evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr checked the unit and found no faults and was unable to reproduce the reported issue. The fsr changed the flow sensor clip and ran the unit according to manufacturer specifications. Due to the reported event unable to be reproduced, no further evaluation can be completed at this time.